Event description:
According to the reporter, a patient underwent a pillcam procedure two years ago. Currently, the patient is in the hospital for a small bowel obstruction. She is in stable condition. A CT scan showed that the capsule was retained and broken in half. The patient¿s obstructive symptoms have subsided and the physician was not planning on doing surgery unless there is additional risk to the patient due to the broken capsule.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information has been received and confirmed by the physician. The patient presented with anemia in 2015 with a negative esophagogastroduodenoscopy. Pillcam study was done on (B)(6) 2015 with known active crohn's and stricture. The patient was treated with humira and 6mp. The patient had a recurrence of crohn's in (B)(6) 2017 and was advised by physician to start stelara. The patient has received 1 infusion. The patient presented symptoms of acute small bowel obstruction (sbo) on (B)(6) 2017 and the CT scan confirmed active crohn's with sbo. The capsule fragment was at the site of obstruction and a second fragment was more proximal. The patient was given steroids and discharged home. The patient may need surgery for crohn's and obstruction, at which time the capsule may be removed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information has been received and confirmed by the physician on may 12, 2017. Medtronic medical affairs had a follow-up email with the physician. Medical affairs requested the capsule fragments be returned to medtronic for evaluation if the physician proceeds with surgery for the patients chron's disease and obstruction. The physician replied that the patient underwent a CT scan on (B)(6) 2017 and the capsule had passed. While reviewing the prior CT scan, the physician was not convinced that the capsule actually fragmented. Physician requested medical affairs impression of the CT scan.

Event description:
Addition information was received from medtronic medical affairs on (B)(6) 2017. Medtronic medical affairs reviewed the CT scans sent in by the physician. They were unable to confirm if the capsule had fragmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A photo of the capsule was sent for evaluation but we were unable to determine if there was any fragmentation. ¿capsule retention has been reported in less than two percent of all capsule endoscopy and patency procedures. Capsule retention is defined as having a capsule remain in the digestive tract for more than two weeks¿. ¿causes of retention cited in the literature include: nsaid strictures, crohn's disease, small bowel tumors, intestinal adhesions, ulcerations, and radiation enteritis. Summaries in published literature identify the overall risk of retention for capsule endoscopy to be 1.4%. The risk of retention for obscure bleeding is estimated to be 1.2%, for suspected crohn's disease to be 2.6%, for known crohn's the risk is higher at 5% and for neoplastic lesions the rate of retention is 2.1% as compared to healthy volunteers [1]. To verify passage of the capsule from the gi tract, an abdominal x-ray may be obtained at the discretion of the physician. The capsule can be removed using medical, endoscopic or surgical intervention¿. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter they have a female patient in her (B)(6) who underwent a pillcam procedure about two years ago for iron deficiency anemia and they have found out that the capsule was retained and broken in half. The patient is currently in the hospital for small bowel obstruction but in stable condition. The patient has been asymptomatic until this week when she was admitted to a hospital with obstructive symptoms. CT scan was done and it appears that the capsule is now in two pieces. Patients obstructive symptoms have subsided and the physician was not planning on doing surgery, unless there is additional risk because of the broken capsule. The physician would like information regarding previous similar cases and if there is any concern with the sharp edges of the capsule pieces, or exposure to other pats, such as the battery. The account manager is working with the physician to get the CT scan images. Additional information has been received and confirmed by the physician. The patient presented with anemia in 2015 with a negative esophagogastroduodenoscopy. Pillcam study was done on (B)(6) 2015 with known active crohn's and stricture. The patient was treated with humira and 6mp. The patient had a recurrence of crohn's in (B)(6) 2017 and was advised by physician to start stelara. The patient has received 1 infusion. The patient presented symptoms of acute small bowel obstruction (sbo) on (B)(6) 2017 and the CT scan confirmed active crohn's with sbo. The capsule fragment was at the site of obstruction and a second fragment was more proximal. The patient was given steroids and discharged home. The patient may need surgery for crohn's and obstruction, at which time the capsule may be removed. Additional information has been received and confirmed by the physician on (B)(6) 2017. Medtronic medical affairs had a follow-up email with the physician. Medical affairs requested the capsule fragments be returned to medtronic for evaluation if the physician proceeds with surgery for the patients chron's disease and obstruction. The physician replied that the patient underwent a CT scan on (B)(6) 2017 and the capsule had passed. While reviewing the prior CT scan, the physician was not convinced that the capsule actually fragmented. Physician requested medical affairs impression of the CT scan. Additional information has been received and confirmed by the medtronic medical affairs on (B)(6) 2017. The physician sent in pictures but medtronic medical affairs could not tell if there was any fragmentation.